Event description:
Plaintiff alleges development of severe allergic reactions to latex gloves which has interfered with her ability to perform her customary and usual duties of her chosen profession and that her condition is permanent and progressive and will continue to impair her suffering, emotional stress, fear and permanent disability and in addition, has incurred med, hospital, pharmaceutical and incidental expenses and will continue to incur related expenses.